Event description:
It was reported to philips that the ECG port connector was worn. The event occurred during clinical use, but there was reportedly no patient harm. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the measurement connect module, which was replaced and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported to philips that the ECG port connector was worn. There was no patient involvement.